Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary procedure and a perforation occurred in the mid left anterior descending (lad) artery. Two 2.8 x 16 mm graftmaster stents were implanted to cover the perforation. During treatment of the perforation, the two diagonal arteries were covered. No intervention was provided to treat the covered diagonal arteries. Post procedure, st-elevation was noted on electrocardiogram and a myocardial infarction was diagnosed. An intra-aortic balloon pump (iabp) was implanted and pericardiocentesis was performed. Patient was in stable condition and was transferred to another hospital for tertiary care. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of myocardial infarction, as listed in the coronary stent graft system, instructions for use is a known patient effect that may be associated with coronary stenting. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The additional graftmaster is being filed under a separate medwatch report.